Manufacturer narrative:
No unexpected no delivery alarm, e or a alarm or rewind loud or noise anomaly noted during testing. Device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had error code. Customer reported that the insulin pump had unexplained no delivery alarms, motor was louder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.